Event description:
A physician used an ellipysis catheter during an arteriovenous fistula creation procedure. No vessel calcification or stenosis report of the left radial artery. The device was inspected without issue. The device was prepped as per IFU. A non-medtronic 6fr sheath was used. The device was removed because the physician needed to re-insert sheath into radial artery. When device was going back in a tech noticed damage to the catheter. It is reported there is damage to catheter near heating elements. The element on the venous side was damaged. It is suspected it may have caught on the 6 fr sheath coming out. The physician needed to re-advance the sheath so the device was pulled out to put in the sheath dilator. The sheath was inspected after the case and no damage was noted to it. The elements of the catheter are still on the device, but not fully attached. All elements of the device are accounted for. Another catheter was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned and decontaminated. Upon return of the device it was clear that a portion of the sheath was crumpled into the actuation zone of the catheter. This would explain why the device could not close more than 1mm. This problem most likely occurred because a non medtronic sheath 6fr was used which may have been to long for the device. Upon inspecting the catheter all elements where completely attached and instead it was a portion of the sheath that was in the actuation zone. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.